Event description:
It was reported that this right atrial (ra) lead was surgically capped/abandoned due to high pacing impedance measurements. Another ra lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).